Event description:
It has been reported to co that during prep a piece of debris reportedly which was a "white piece of shaving" was noted to be included in the packaging of the device. There was no pt involvement. The device is being returned for co's analysis.